Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h827696607 implanted: (B)(6) 2012 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 07-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine 1 mg/day 10 mg/ml dilaudid (hydromorphone) 1 mg/day dilaudid 10 mg/ml via an implantable pump. It was reported that the patient reported that he was seen in clinic for a regular follow up. During the visit, a catheter access study was performed in preparation for routine pump replacement due to approaching early replacement indicator (eri). It was determined that the catheter was non patent, and the patient¿s doses subsequently decreased, and they turned off his personal therapy manager (ptm). The date of the event was unknown. The cause of the event was concurrent drug use with high concentrated dilaudid and bupivacaine 20 mg/ml of each medication. The previous simple rate was 3.6 mg/day of each medication. It was noted that because the patient¿s dosing was significantly reduced, the physician reactivated his ptm with a dose of 0.25 mg, one hour lockout, and a maximum of 12 activations per day. The patient was taken to the operation room (or) today with plans to revise the catheter and replace the pump. The physician first started by opening the existing pump pocket and dissecting down to the existing pump and catheter. The old pump was removed from the pump pocket and the physician attempted to aspirate from the catheter access port. There was no return of cere brospinal fluid (csf). The physician then disconnected the pump from the catheter but also noted that there was nofreely dripping csf. Due to the age of the indura catheter, the physician decided to replace the entire catheter. He tied it off and abandoned the old catheter within the pump pocket. He was given a new 8780 catheter, which was placed at t10. The new catheter was then tunneled into the existing pump pocket and connected to the new pump. Because the catheter was found to be obstructed, the patient¿s drug concentration and intrathecal dosing more reduced to prevent any symptoms of overdose/toxicity. The physician placed the new pump back with any pump pocket. A catheter aspiration was performed with positive return of csf. The incisions were then irrigated enclosed. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.